Event description:
Kanter j, garkal a, cardakli n, et al. Early postoperative conjunctival complications leading to exposure of surgically implanted corneat everpatch devices. Ophthalmology. 2025;132(7):799-814. The study retrospectively evaluated early postoperative conjunctival complications associated with use of the corneat everpatch synthetic patch graft during ophthalmic surgery, compared with irradiated human donor corneal patch grafts, with additional characterization of the synthetic material. The primary gore-related device referenced was a gore-tex suture (gore medical) that was present in a single revision case. The cohort included 30 consecutive patients who underwent ophthalmic surgery with corneat everpatch implantation at a single academic center between february and august 2024, and 58 matched control patients who underwent similar procedures using human donor corneal patch grafts. The population consisted primarily of patients with glaucoma undergoing primary tube shunt implantation, tube shunt revision, or coverage of exposed scleral fixation material; glaucoma subtypes included uveitic glaucoma, primary open-angle glaucoma, neovascular glaucoma, and others. Methods included retrospective medical record review to assess conjunctival exposure and revision surgery within 5 months, along with laboratory analyses of new and explanted everpatch devices. This case captures exposure of a gore-tex suture (gore medical) previously used for scleral fixation of an intraocular lens in 1 patient, which subsequently required surgical revision and was associated with conjunctival dehiscence when covered with a synthetic patch graft, without reported infection or wound leak.

Manufacturer narrative:
The gore-tex® suture instructions for use state that the device is contraindicated for use in ophthalmic surgery. The literature describes use of the suture for scleral fixation of an intraocular lens, which represents use outside the labeled indications. The publication does not describe device malfunction, breakage, or performance failure; therefore, assessment is limited to the information provided. The gore-tex® suture instructions for use list tissue dehiscence and the need for extended or additional surgery as potential adverse events. The literature-reported case involved conjunctival dehiscence and required secondary surgical intervention. No infection, retained foreign body, or inflammatory reaction was reported. Gore did not have access to the patient, treating physician, or the device for further evaluation beyond the information contained in the published literature. Gore may attempt to obtain additional information from the literature authors; however, no additional data were available at the time of reporting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.